Manufacturer narrative:
The device was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the posterior capsule would not support the lens therefore the lens could not be positioned properly. According to the surgeon the lens began to sink into the vitreous and the capsular bag was damaged. A vitrectomy was performed and the incision was enlarged to remove the lens. An anterior chamber lens was implanted and sutures were placed. Current prognosis is very good.